Event description:
While programming the pump for infusion of propofol 10mg/ml at an intended rate of 100 mcg/kg/min for outpatient sedation, user inadvertently entered the rate value of 100 instead of 5.5 when the pump requested the patient's body weight in kg. User then reentered the same value when dose rate was requested. This caused the pump to calculate an excessive infusion rate. A programmed bolus of 500 mcg/kg was likewise delivered at a much higher value due to the incorrect weight value. Patient was admitted for further care.====================== health professional's impression======================the pump's library program for propofol expects to operate in mcg/kg/min, and prompts the user to enter the patient's weight in kg followed by the dose rate in mcg/kg/min. The displayed screens for body weight entry and dose rate entry are similar in appearance although clearly labeled for the required values. The pump's drug library program includes an option to require a second entry of patient's weight, but it is not enabled for these pumps at our hospital. The user entered the same numeric value for body weight and dose rate. Although the body weight value was extremely high, it was still within the acceptable range for the pump's program and allowed operation to continue.====================== manufacturer response for syringe infusion pump, medfusion======================MFR acknowledged report and receipt of pump's electronic history file. Additional response may occur later.